Manufacturer narrative:
Qn#: (B)(4). It is unknown if the device sample is available for evaluation.

Event description:
Customer reported that the central venous catheter guidewire became twisted during its removal, which made the removal impossible through the insertion needle, led to the complete removal of the needle and guide wire, and led to a new puncture.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer reported that the central venous catheter guidewire became twisted during its removal, which made the removal impossible through the insertion needle, led to the complete removal of the needle and guide wire, and led to a new puncture.